Event description:
It was reported the switch emitted sparks. Visual inspection of the switch revealed that the switch case had been damaged by misuse, breaking retaining clips and dislodging the spring designed as a safely shut-off device. We determined that this report was attributable to misuse on the part of the consumer.